Manufacturer narrative:
Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported blank screen which was observed during a visual inspection. The reported symptom was verified and found to be caused by a failed input/output printed circuit board. The input/output printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.